Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, te patient experienced seizure. The cgm was reading 70 mg/dl and the blood glucose reading was 47 mg/dl. The patient was in the hospital during the report the same day. There was no documentation of further medical evaluation or intervention. Attempts to follow up after the call was disconnected were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.